Manufacturer narrative:
Subsequently it was reported that the patient had undergone a myectomy with septal ablation due to hypertrophic cardiomyopathy. That surgery had resulted in a change in the position of her right ventricular (rv) lead, which led to the lead's distal coil oversensing near the tricuspid valve, as previously reported. The patient's physician elected to place a new dedicated bipolar rv lead; the patient's chronic rv lead was capped and abandoned. This device was replaced during the same procedure. Analysis of the returned device is pending.

Manufacturer narrative:
The blanking period following atrial paced events was extended and right ventricular sensitivity was also reprogrammed. The available information suggests this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was at middle of life 2 battery status. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead experienced a syncopal episode. Oversensing of atrial paced events on the ventricular channel was observed. The patient was on a holter monitor when the syncopal episode. Asystole was observed for four to five atrial paces. All lead diagnostics were acceptable and stable.

Event description:
--